Event description:
It was reported that during a remote follow up, far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) was noted on the device. Additionally, undersensing was noted on the right atrial (ra) lead resulting in functional loss of capture. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed. The patient was in stable condition.